Event description:
It was reported that there were puncture holes in the tubing of an unspecified quantity of extension sets. This was identified during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: during follow up, it was clarified that there were holes in the packaging (previously submitted as tubing) of an unspecified quantity of extension sets. The product is a sterile fluid pathway; there are flutter vents in the overpouch. The overpouch is not a sterile barrier for the fluid pathway. There is no breach in the sterile fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.